Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue with the instrument is that it cannot move and that the failure was related to an inability to move (static). The instrument did not move, did not move with uncontrolled motion, the timing of the instrument movement was not appropriate and there was no lag. There was no shakiness and the issue was persistent. The issue was not resolved and there was no injury to the patient. The instrument is available for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the reported event, jaws are not controlled, with could not be replicated nor confirmed. Visual inspection did not reveal any damage. The instrument grips were manually manipulated, the grip tips opened and closed properly. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. Functional testing confirmed that the grip tips were able to grasp and hold as intended. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was found. Additionally, the instrument had the conductor wire dislodged from the connector pin, on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 69 mm which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument jaws were not controlled, then the instrument was installation onto another instrument arm but was also not controlled. The procedure was completed with no reported injury.